Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead from another manufacturer exhibited high out of range shock impedance measurements and high out of range pace impedance measurements. The lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.